Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with correction to b5, g3,d8, d9 . Correction to the g3 of the initial medwatch. The aware date should be august 27, 2024 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel and under the glue of bending section cover. Biopsy channel was pierced and leaky. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope, exhibited clogged auxiliary water channel. There was rust-red deposit on the nozzle and the distal end instrument channel pipe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material exiting the air/water nozzle. There were no reports of patient involvement.